Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test alarm. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The customer reported that the insulin pump failed the battery test. Troubleshooting was provided. The alarm was not able to be cleared. The device will not be returned for analysis.